Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 121.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. A white unknown substance was on the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed that the smart coil¿s embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated in the hub of the microcatheter prior to advancement, the embolization coil may start to take shape inside the hub of the microcatheter and create resistance. If the device is continuously advanced against resistance, damage such as offset coil windings may occur. The offset coil winds likely contributed to the resistance experienced during advancement and may have contributed to the smart coil not being able to be advanced into the non-penumbra microcatheter. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Further evaluation of the returned device revealed a white unknown substance on the ddt. The root cause of the substance on the ddt could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the sigmoid sinus using penumbra smart coils. During the procedure, the physician successfully placed three smart coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another smart coil into the microcatheter; therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.